Event description:
The user facility reported that during an unk type of colonoscopy procedure, a portion of an olympus reusable biopsy port cover had been pushed into the instrument channel and fallen into the pt's colon. The physician observed the item in the pt's colon during the same procedure, and used a forceps to successfully recover the portion of the device. There was no pt harm.

Manufacturer narrative:
Olympus followed up on this report to gather additional info. Olympus was informed that the physician had initially believed the fragment to be a washer, however, they later noted that a portion of the biopsy cover was missing. The device referenced in this report has not yet been returned to olympus for eval. If the product is received, or if additional significant info is provided, a supplemental report will follow. This MDR is being submitted in an abundance of caution.